Event description:
In 2009, the pt reported that over the past month he has had 4 of his insulin infusion set luer locks separate from the tubing. He stated the most recent one occurred today, a few hours after lunch, when he tested his blood glucose and it was 303 mg/dl. He then smelled insulin and discovered the outer tubing of his infusion set was completely separated from the luer lock. He changed his tubing, and bolused to correct his reading. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.